Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became frozen during the fill tubing process notification and the customer was unable to clear it. The customer turned the pump off; however, the pump became unresponsive and could not be turned back on. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections for alternate insulin therapy.